Event description:
It was reported that when the ac adapter was plugged into the wrong port on the ventilator, the ventilator sparked and smoked. The ventilator was not connected to a pt when the reported problem occurred.